Event description:
It was reported that patient underwent knee reconstruction in 2005. Morse taper of the oss stem component fractured and pt returned to surgery the following year, during procedure, femur fractured and orif procedure was performed to repair fracture. Distal femur reconstruction will be planned at a later date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of the explanted components found evidence of bone ingrowth and fixation on the distal segment. No evidence of ingrowth was observed on the proximal regions. Fracture surfaces indicate fatigue failure mode.